Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was cannot be determined. The device was repaired, passed all required testing and specifications, and released back to the customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. A review of the device history record for (B)(6) was performed from date of manufacture 08/15/2019 to present date 10/12/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device failed preventive maintenance. There was no patient involvement.